Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to communicate and charge her scs ipg. The patient stated the patient programmer communicates with the ipg, but the charger will not locate the ipg. A replacement charger sent to the patient did not resolve the issue. Follow-up identified the patient experienced a fall prior to the communication issue. X-ray taken did not show any anomalies. Additional follow-up identified the patient had her scs ipg explanted and replaced with a new one. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Conclusion: the reported event was confirmed. Electrical analysis confirmed capacitor c52 in the low battery disconnect circuit was degraded, which resulted in the inability to charge the device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.